Event description:
Customer's nurse gave them glucose gel based on their device results. The customer was taken to the e.r. Today the customer went to the e.r. Twice. At 4am the customer was given glucose gel based on the device result. At 4:45 a blood glucose result of 70mg/dl was received. The customer went home with out treatment. At 11:45 the customer's blood glucose was 45mg/dl. The customer was taken to the e.r. Again and at 1:00pm the result at the hosp was 70mg/dl. The customer device read 58mg/dl and the lab result was 73mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.